Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture that was verified by fluoroscopic evaluation. There were impedance issues with high pace greater than 2000 ohms, lower noise, and elevated threshold. Another ra lead was successfully placed. No additional adverse patient effects were reported. A portion of this device is expected to return for analysis as it was partially destroyed during explant.

Manufacturer narrative:
Should additional information become available, this report will be updated.